Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. This occurred on (B)(6) 2010 with a subsequent loss of the implant in the sleeper site on (B)(6) 2011. The patient was reimplanted on (B)(6) 2011.

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).